Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis with no manifold attached. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 146.5cm proximal to the distal tip. A fracture was noted in the hypotube laser-cut spiral region, 32cm proximal to the distal tip. The corewire was visible at the fracture site. A hypotube kink was noted at the fracture site, 32cm proximal to the distal tip. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14nov2019. It was reported that shaft kink occurred. The 90% stenosed, 22-24mmx3.0-3.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during introduction, the stent delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken hypotube.